Event description:
The customer reported the apexpro telemetry server went down and lost telemetry monitoring for three and a half hours affecting eleven pts during this time. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.